Event description:
Patient reported the cartridges have leaked insulin near the adapter. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue. The cartridges were requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The material meets product specifications. The two used and fourteen unused cartridges were visually, leak and glide force tested. The cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The two used returned transfer sets were visually inspected and tested for flow and tightness. Both transfer sets were occluded with insulin behind the connector needle. The manufacturer tests all products during production for leak and flow; therefore, there is no indication that a nonspecific product was delivered to the customer. The adapter passed the optical inspection.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.